Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture of the device, discovered during explant surgery. The device was explanted and replaced. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, brown particles, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion and an extended sharp opening on posterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is a sharp crease opening assessed as fold flaw opening.

Event description:
Physician reported rupture of the device, discovered during explant surgery. The device was explanted and replaced. Right side.